Manufacturer narrative:
This report is filed (B)(6) 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to extrusion of the electrode lead into the external auditory canal. It is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(6) 2016.